Event description:
A customer reported the system refused the cassette and enabled another output when selecting the silicone extrusion function during a procedure. The procedure was completed following a 20 minute delay. Additional info received from a nursing tech reporting the system was rebooted and the probes and cassettes were replaced while troubleshooting, but issue was not resolved. The silicone extraction had to be performed manually due to this event. There was no pt impact reported.

Manufacturer narrative:
The company rep examined the system and replaced the pressure vacuum manifold and the pneumatic connector assembly. The system was then tested and met product specifications. The root cause could not be determined. (B)(4).